Event description:
It was reported that high thresholds along with high and rising impedance levels were evident on a patients right atrial (ra) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-52, implantable pacing lead; implant: (B)(6) 2014. (B)(4).